Event description:
It was reported that one day after a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. The physician had deployed a taxus express2 (size unk) in the lad and a second taxus express2 (size unk) in the circumflex during an elective procedure. The pt received plavix, integrilin and heparin during the procedure. The act was measured at 260-270. Pt remained in the hosp overnight and the next day developed chest pain and EKG changes. Pt was found to have thrombosis of both taxus stents with partial occlusion of the vessels. The physician wired the lesion in the lad and inflated three times with a raptorrail 2.5 x 20 mm balloon catheter. He administered heparin and integrilin was resumed during the procedure. He did not perform reintervention on the circumflex. The pt was taken for coronary bypass grafting surgery. The pt did well following surgery. Same case as MFR's #: 6000093-2004-00532.